Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received results of 487 mg/dl, 249 mg/dl, and 203 mg/dl within 3 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.